Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport. On (B)(6) 2025, post procedure, a CT scan revealed a persistent interruption in the intravenous line after a right-sided deep chest wall vein catheterization, with the distal end located in the right atrium. An urgent consultation with the interventional radiology department was requested. The consulting physician recommended removal of the port system. During the procedure, dsa fluoroscopy revealed that the port catheter was partially within the right atrium, and the proximal end of the original port catheter was fractured. A pigtail catheter was introduced for angiography, confirming patency of the inferior vena cava. Subsequently, a retrieval snare was deployed to encircle the catheter within the atrium, successfully capturing and sheathing it. The patient was safely returned to the ward postoperatively. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture, material separation and migrations as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport. Post the procedure on (B)(6) 2025, a CT scan revealed a persistent interruption in the intravenous line after a right-sided deep chest wall vein catheterization, with the distal end located in the right atrium. An urgent consultation with the interventional radiology department was requested. The consulting physician recommended removal of the port system. During the procedure, dsa fluoroscopy revealed that the port catheter was partially within the right atrium, and the proximal end of the original port catheter was fractured. A pigtail catheter was introduced for angiography, confirming patency of the inferior vena cava. Subsequently, a retrieval snare was deployed to encircle the catheter within the atrium, successfully capturing and sheathing it. The patient was safely returned to the ward postoperatively. The current status of the patient is unknown.